Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No blank display and no burn on battery chamber during testing. No damage found on the lcd isolation tape noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 427 mg/dl., which was treated with manual injection. Customer reported that when battery was changed, battery compartment was black and looked burnt. Customer was advised that insulin pump would need to be replaced.